Event description:
Bed in storage tagged "rail will not latch". No injury was reported.

Manufacturer narrative:
Technician located the bed in storage, tagged "rail will not latch". Found fluid had leaked into the rail and dried, causing the latch to seize. Cleaned and lubed the latch to resolve this issue.